Manufacturer narrative:
Block b3: exact date unknown, event occurred year 2022. Block d6b: explant date: 2022. Additional suspect medical device components involved in the event: product family: scs-paddle leads: upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7073001, UDI: (B)(4). Product family: scs-lead fixation: upn: m365sc43180, model: sc-4318, batch: 26287607, UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure as they were displeased with the entire process, however, did not specify any issue. No further information could be obtained despite good faith efforts.